Event description:
It was reported that "co readings were unstable and different co readings were shown during use. The readings shown on the monitor or expected readings were unknown. It is also unknown if there were any error messages shown or if there was occlusion, leakage or kink noted in the catheter. The sample of tracing was not available. Fukuda denshi monitor that was used for measurement was old, so the monitor is also going to be inspected by fukuda.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned with the catheter. The thermistor was submerged in a 37.0c water bath and read 37.0c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of abnormal cco readings could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.